Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during drain 1. The caregiver (cg) stated that she was not sure if the patient line was fully primed before she connected. The baxter technical service representative (tsr) advised the cg to end the therapy and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.